Event description:
Reportable based on device analysis completed on 20dec2023. It was reported that the coil was stuck in the catheter. The patient was being treated for abdominal aortic aneurysm and underwent bilateral intra-iliac embolization. A 12mm x 40cm interlock-35 was selected for use. During the procedure, the interlock was advanced with a non-boston scientific angiographic catheter. Before advancing the device has been flushed by heparin saline, the position should be adjusted during advancing, however it was found that the device was stuck in middle part of the catheter, and the coil were released in the angiographic catheter. The coil was removed with the catheter and the procedure was completed with another of the same device. There were no complications reported and the patient was stable. However, device investigations revealed that the main coil was detached at the zap tip section, primary coil and arm coil section.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. It was observed that the main coil was inside a non boston scientific catheter. The main coil was found to be bent/kinked, detached, and stretched at the zap tip, primary coil, and arm coil sections. No additional damages were observed. Functional evaluation could not be performed due the main coil and the pusher wire were not interlocking. Dimensional inspection of the main coil revealed that the outer diameter of the zap tip, primary coil and the coil arm were within specification. The reported clinical observation of unable to advance in catheter was confirmed due to the non boston scientific catheter used. The reported clinical observation of premature deployment was unable to be confirmed since the mail coil could not be functionally evaluated to confirm this observation.

Event description:
Reportable based on device analysis completed on 20dec2023. It was reported that the coil was stuck in the catheter. The patient was being treated for abdominal aortic aneurysm and underwent bilateral intra-iliac embolization. A 12mm x 40cm interlock-35 was selected for use. During the procedure, the interlock was advanced with a non-boston scientific angiographic catheter. Before advancing the device has been flushed by heparin saline, the position should be adjusted during advancing, however it was found that the device was stuck in middle part of the catheter, and the coil were released in the angiographic catheter. The coil was removed with the catheter and the procedure was completed with another of the same device. There were no complications reported and the patient was stable. However, device investigations revealed that the main coil was detached at the zap tip section, primary coil and arm coil section.

Manufacturer narrative:
Updated field: h6. Evaluation conclusion codes- from failure to follow instructions to unintended use error caused or contributed to event. Device evaluated by MFR: the device was returned for evaluation. It was observed that the main coil was inside a non boston scientific catheter. The main coil was found to be bent/kinked, detached, and stretched at the zap tip, primary coil, and arm coil sections. No additional damages were observed. Functional evaluation could not be performed due the main coil and the pusher wire were not interlocking. Dimensional inspection of the main coil revealed that the outer diameter of the zap tip, primary coil and the coil arm were within specification. The reported clinical observation of unable to advance in catheter was confirmed due to the non boston scientific catheter used. The reported clinical observation of premature deployment was unable to be confirmed since the mail coil could not be functionally evaluated to confirm this observation.